Event description:
The customer reported being hospitalized due to high blood glucose of 609mg/dl. The customer stated changing several infusion sets. The customer stated having issues with no delivery alarm during bolus, fixed prime, and once during manual prime. The customer stated that she removed the infusion set and ran the same process and got no delivery alarm during fixed prime. The customer was not able to troubleshoot the insulin pump because she did not have any supplies with her. The customer stated that she is uncomfortable using the device and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.